Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing. Approximately a month later another inappropriate shock was delivered. An ectopic beat had been triple counted and then double counting occurred. The rate cut off was increased following the first inappropriate shock. Technical services discussed possibly increasing the rate again. No adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock following reprogramming to the rate zones. Technical services discussed reprogramming to a new vector as the patient has received three inappropriate shocks in secondary. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing. Approximately a month later another inappropriate shock was delivered. An ectopic beat had been triple counted and then double counting occurred. The rate cut off was increased following the first inappropriate shock. Technical services discussed possibly increasing the rate again. No adverse patient effects were reported. This report will be updated should further information become available.